Event description:
It was reported in a paper entitled "the gradual expansion muscle flap" that the taylor spatial frame was applied to 5 patients. One of these patients presented premature fibular consolidation that required revision osteotomy and frame adjustment before completion of realignment. This patient ultimately chose to undergo amputation of his salvaged limb due to dissatisfaction with his current functional outcome and chronic distal tibia osteomyelitis (distal to his gem flap) after 513 days in circular external fixation. He had achieved soft tissue healing and completed a 55-mm bone transport at the time of his amputation.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms in this literature review of ¿the gradual expansion muscle flap¿ by beltran et al. In 2013, explored the use of a taylor spatial frame to assist with the healing of traumatic wounds that require rotational muscle coverage. These were all combat war wounds. One patient presented with a premature fibular consolidation that required revision osteotomy and frame adjustment before completion of realignment. This patient ultimately chose to undergo amputation of his salvaged limb due to dissatisfaction with his current functional outcome and chronic distal tibia osteomyelitis. No patient specific data was available in the article. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes could be alignment, fit/size of device used or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.